Manufacturer narrative:
The device has not been returned for evaluation; product analysis cannot be performed. The device was not returned, therefore the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the use of the echelon 10, we found that the catheter were broken from the middle. No patient injury was reported.

Manufacturer narrative:
Updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, echelon-10 was not found se parations or breaks but found kink at multiple locations from the distal tip. During evaluation, the echelon-10 micro catheter was flushed, water exited from the distal tip. No other anomalies were observed. Based on the returned device evaluation, the reported event would not meet further reporting criteria as the catheter did not separated or break. If information is provided in the future, a supplemental report will be issued.